Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Updated data: b5. Added second paragraph. D4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with a possible aneurysm at the non-coronary cusp (ncc) and tortuous anatomy, following initial deployment to a depth of 0 mm on both the ncc and left coronary cusp (lcc), the valve was recaptured at 80% due to shallow positioning. During recapture, the delivery catheter system (dcs) had to be brought above the previously-implanted surgical aortic valve. The guidewire position was lost in the left ventricle cavity. The valve and dcs were withdrawn from the patient, the guidewire position was re-established, and a new valve was implanted in the patient. No patient complications have been reported as a result of this event. Additional information was received indicating that the guidewire was a non-medtronic device. Of note, the guidewire lost positioning when the dcs was brought above the surgical aortic valve following recapture. As a result, the guidewire was repositioned after the withdrawal of the dcs and valve. The guidewire did not become stuck within the dcs and there were no issues advancing the dcs over the guidewire.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with a possible aneurysm at the non-c oronary cusp (ncc) and tortuous anatomy, following initial deployment to a depth of 0 mm on both the ncc and left coronary cusp (lcc), the valve was recaptured at 80% due to shallow positioning. During recapture, the delivery catheter system (dcs) had to be brought above the previously-implanted surgical aortic valve. The guidewire position was lost in the left ventricle cavity. The valve and dcs were withdrawn from the patient, the guidewire position was re-established, and a new valve was implanted in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; product ID guidewire (manufacturer: unknown); (lot: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.